Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. However, the device passed the displacement test. Further testing could not be performed due to the error alarm. The insulin pump had cracked case at the display window and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had an error alarm during the manual prime process. Advised that the insulin pump will be replaced and to revert to back up plan. The customer's blood glucose reading was 8.1mmol/l. No further information was provided.